Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with (B)(6) is for advantage system 1, medwatch with (B)(6) is for advantage system 2, medwatch with (B)(6) is for advantage system 3. Strips not available for return.

Event description:
Caller reported blood glucose results of 37 mg/dl on advantage system 1, 97 mg/dl on either advantage system 2 or advantage system 3 within 10 minutes; he was unsure which system. Customer stated he used strips from the same vial in both meters. No adverse event was reported. Strips not available for return, replacement sent.